Event description:
It was reported, that the right ventricular (rv) lead was undersensing with delay to therapy. And shock did not convert patient. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).